Manufacturer narrative:
Additional information was provided and updated. B3: date of event- 4, feb 2025. B5: the procedure was competed.

Event description:
Additional information was provided by the customer: event date was: 4 february 2025. We were also informed that the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final complaint investigation. Updated fields: d9, e4, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that component failure of the generator board led to the e006 malfunction. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer.

Event description:
Additional information was provided by the customer: the issue occurred during a therapeutic transurethral resection of the prostate procedure. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. Updated fields: b5, d9, e4, g2 and h4. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device received an e006 error. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.